Event description:
As reported, in 2008, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprostheses. A reintervention took place in the same month, using an add'l gore tag thoracic endoprosthesis to fix a type I endoleak. As of late 2008, the pt is doing fine.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Please note attached list of add'l device implanted in this pt: tg3415/06280761.